Event description:
Customer reported that device was not displaying segments for the saturation and pulse rate. Customer stated that there was not any patient harm.

Manufacturer narrative:
This n-20 serial number (B)(4) was previously reported on (B)(6) 2004, for missing segments of the display where replacement of the taliq display corrected the issue. No patient harm had been reported.